Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed replace battery now. Troubleshooting was performed. Customer's blood glucose was 10mmol/l at the time of incident. It was reported that the insulin pump did not receive a low battery prior to replace battery now alarm. It was reported that the battery was not previously used, the pump was not dropped/bumped and that there were no unattended alarms. It was reported that the battery cap was not damaged and that this was the second occurrence of the alarm without low battery alert. Blank display troubleshooting was also performed. It was reported that the customer called back about letting the insulin pump rest. It was reported that troubleshooting did not resolve the issue and the display did not return. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to the electronic board. Unable to verify replace battery now alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.